Manufacturer narrative:
No patient information was provided in regards to age, sex, weight, ethnicity, and race. Date of event is approximated based on the information provided. No information was provided in regards to the serial number, therefore device manufacturing date could not be determined. No injuries or medical intervention was reported. The product has been identified as an affected product in an ongoing class ii recall; therefore no further evaluation is necessary.

Event description:
Over the past six months, the doctor recalled approximately 2-3 instances of patients indicating they felt heat during endodontic procedures. It was reported that there were no patient injuries or medical intervention.